Manufacturer narrative:
The consumer reported that this was a tooth type of 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that osseointegration & primary stability was achieved. The consumer inadequate bone quality/ bone quantity, the consumer also reported immediate extraction site, the consumer also reported concerns with mobility. The consumer also reported that the pt came in for a torque test for implant # 13 & the implant was mobile the dr removed the implant & replaced it with another one.

Event description:
The consumer reported that this was a tooth type of 2, the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that osseointegration & primary stability was achieved. The consumer inadequate bone quality/ bone quantity, the consumer also reported immediate extraction site, the consumer also reported concerns with mobility. The consumer also reported that the pt came in for a torque test for implant # 13 & the implant was mobile the dr removed the implant & replaced it with another one.